Event description:
Medtronic received information regarding an imaging system being used during procedure. It was reported that during surgery, there was difficulty taking a spin (imaging acquisition) with the imaging system. Persistent issues were noted with the handswitch operation, as imaging did not function as intended when using the handswitch. The site attempted to resolve the issue by switching to a different handswitch from another unit, but the problem persisted. The team then switched to a footswitch, encountering some difficulty inserting it into the port on the image acquisition system; however, once inserted, the issue was resolved. Patient present and no other information available at time of event.

Manufacturer narrative:
H6): the manufacturing representative (rep) went to site to test the imaging system and replaced hand switch and performed a system checkout, imaging system is operational. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, product ID: bi71000193, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated section b5 and f1908,f26 codes are added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information stating that the type of procedure was transforaminal lumbar interbody fusion (tlif). This issue occurred int reoperative and caused 10 min surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that replaced footswitch. Performed system checkout. Imaging system is operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.